Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 7 was failed. A field service engineer (fse) inspected the latch assembly and clean off oxidation for micro switches. Then the fse retightened wire harness connectors and logged into hardware testing application to test tower doors. After testing doors performed without any malfunctions or delays occurring. Further the fse also tested hardware testing application and could not replicate any failures passing all test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door was not operating properly and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.